Event description:
Dealer stated that the hard wired cable coming out of the controller on a 3gar power chair has a short, if you touch it the chair will shut down. Dealer stated that the end user reported that he sustained aggravation to the left rotator cup and scrapes on his forearms from the chair suddenly stopping, was discovered during a pre-scheduled doctors¿ appointment.